Event description:
Information received indicates when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
The technician found the brake bearings were broken and the brake and brake/steer casters were worn with rubber missing on the caster tire. The technician replaced the brake mechanism and the casters to repair the bed.